Event description:
It was reported during a procedure the probe broke off at the handle. The procedure was completed successfully with no impact to the patient, no delay, no adverse consequences and no medical intervention.